Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high shock impedance measurements from 116-125 ohms. Boston scientific technical services (ts) discussed troubleshooting options as well as the option of increasing the alert trigger in the remote home monitoring system for continued monitoring. No adverse patient effects were reported. This product remains in service.